Manufacturer narrative:
Philips service calibrated and adapted the tube, restoring the device to normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoroscopy failed due to a tube overcurrent error on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.